Event description:
It was reported that during a da vinci-assisted bilateral inguinal hernia surgical procedure, the universal surgical manipulator (usm) #4 was bouncing and rearranged their set up to usms 1, 2, and 3 and now usm 3 was bouncing. Technical support engineer (tse) advised surgeon that issue was not system as the bouncing moved with their set up. Tse advised surgeon verify ports and arm positioning. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The field service engineer (fse) continued to monitor it remotely and no further issues were reported. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved.